Event description:
It was reported that a left ventricular lead was implanted, however, due to "positioning/fixation difficulty", one day later it was removed, replaced and returned. No patient complications have been reported as a result of this event. It was reported that the left ventricular lead was removed and replaced one day post implant, due to "positioning/fixation difficulty". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid found on all conductors (not obstructed).